Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. On (B)(6) 2017 at 12:00pm, the patient was at work and on the phone with her husband. The patient stated that her husband asked how her blood sugar was and she looked at the receiver and it showed 100 mg/dl. The patient stated that she was not feeling good. Her husband told her to sit down and he heard the phone drop. It was indicated the patient experienced a seizure, the employees at work called the paramedics and was transported to the emergency room (ER) via ambulance. The patient was treated with intravenous (IV) therapy at the hospital and was released 7-8 hours later. It was indicated that the patient had experienced the seizure due to having low blood sugar during the event. At the time of contact, the patient was in good condition. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.